Manufacturer narrative:
(B)(4). The customer returned an a.t.s. 3000 tourniquet device for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated this a.t.s. 3000. Initial qa inspection of the a.t.s. 3000 tourniquet by zimmer biomet (B)(4) revealed that the device functioned normally. The device was evaluated by zimmer biomet (B)(4) with no components replaced. A.t.s. 3000 tourniquet was then tested and functioned properly. It was inspected and tested. The reported event was non-verifiable since during the initial inspection by zimmer biomet (B)(4), it was noted that the device functioned normally. The root cause of the reported event could not be specifically determined with the information that was provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The a.t.s. 3000 tourniquet was tested and returned to the customer.

Event description:
It is reported that during use there were strange noises coming from inside of the machine. Following the surgery, a hematoma was discovered. The surgeon decided to plan an additional skin surgery due to the necrotic tissue around the area of the hematoma.